Manufacturer narrative:
Findings/action taken: confirmed symptoms. Battery voltage in status menu .2v. Battery voltage 12v at leads. Charge voltage 13.6 volts. Replaced front end board. Cleaned fiberoptix sensor and checkout -ok. Battery voltage dropped quickly and pump began to alarm after repair. Replaced battery. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported per field service report: symptom: no helium pressure, battery alarm less 5 minutes. No high level ECG or arterial pressure. Request fiberoptix sensor (fos) checkout.